Event description:
It was reported that the patient has not used the purewick urine collection system much, because they did not understand how to use it. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via liberator on 12feb2022, stated that the purewick urine collection system had no suction. Per follow by liberator via phone on 14feb2022, the patient stated that they had not used the machine yet to determine if it suctioned. The patient just hooked it up, but not them and the system did not suction the air. The representative advised the patient how the system would work and referred the patient to www.purewickathome.com to see proper use.

Manufacturer narrative:
Upon further review, it has been determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient has not used the purewick urine collection system much, because they did not understand how to use it. It was noted that the patient had been using the purewick products for less than 90 days.